Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead exhibited noise on the stored electrogram. The noise was not reproducible with isometrics, arm movement or pocket manipulation. No programming change was made. The patient was stable before, during and after the event.